Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was repositioned into the atrial appendage and good lead stability was confirmed via analyzer. The lead remains in use. No patient complications have been reported as a result of this event.